Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue, detachment of device component or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified. Xience pro x is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the second/third tract of the right coronary artery. Pre-dilatation was performed with 3.5 and 4.0 balloons. After deployment of the 3.5 x 38 rx xience pro stent at 8 atmospheres, the balloon could not be deflated. Two guide wires and a capture device were used in an attempt to remove the balloon from the stent, but were unsuccessful. The delivery system was retracted, but the balloon separated and remained in the stent. The patient experienced a moderate troponin increase due to the occluded vessel. Four additional stents were deployed to open up the vessel and restore timi iii flow without residual stenosis. The patient remained hospitalized. Repeat angiography on (B)(6) 2015 showed good blood flow and the patient is fine. No additional information was provided.